Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found to be non-functional, displaying a black screen. A field service engineer (fse) confirmed that the device did not power up upon arrival. With the power off, the cubie drawers were unplugged, and the device was restarted until it powered back on, isolating the issue to the auxiliary half height drawer. Further testing with a voltmeter revealed that drawer had lower than normal resistance across the 5-volt circuit and the drawer board controller was replaced, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not functioning and had black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.